Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that two omnilink elite stents were implanted in the common iliac artery on (B)(6) 2012. A procedure was performed on (B)(6) 2014 due to recurrence leftsided claudication and restenosis. During the procedure, it was found that one of the omnilink elite stents had migrated further down in the artery, approximately 2 cm. Additional stents were placed on the left side for treatment of the leftsided claudication and restenosis, and additional stents were placed on the right side for treatment of the migrated stent. It was noted that the migrated stent was not the reason for the intervention, and it did not cause any adverse issues for the patient. The patient had a good outcome and no clinically significant delay in the procedure was noted. No additional information was provided.